Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the 'down' arrow and the ¿ok¿ buttons were under responsive and the display was flashing due to the tactile issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump found some cosmetic damages. The keypad cover was intact. The pump powered up to the verify screen with auditory and vibratory features. The contrast button responded intermittently. The reported button issue was duplicated in the investigation. Removal of the keypad cover found contamination under the contrast button contacts. Unrelated to the button issue, the pump casing was opened and moisture corrosion was evident inside the pump.